Manufacturer narrative:
A device history record review was conducted; no anomalies were identified. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicates there was no other complaint for the reported issue. No sample was returned for evaluation; therefore, visual and functional testing could not be performed. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting of the probe occurred immediately after starting a right eye vitrectomy procedure. The condition of aspiration and actuation was unknown. The probe was replaced and the procedure was completed with no harm to the patient. The product sample is unavailable for evaluation as it was discarded by the facility.